Event description:
It was reported that during a laparoscopic rso procedure, the tip of the device broke off. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: v9670f. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? N/a. Did the I blade get damaged or break off? N/a. Is the jaw damaged but not broken off? Top of jaw broke off. Is the top jaw loose but not detached? Detached. Is the top jaw ptc material damaged? N/a. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s45a device was returned with the upper jaw detached and it was returned. In addition, it was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.